Event description:
In 2008, the sales rep reported that during a surgery on four months earlier, the sequoia driver disengaged from the screw head while inserting. The screw seemed properly loaded. There was a surgical delay of 3 minutes. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Device manufacture date is unk. The sequoia screwdrivers were recalled on 02/13/2008 and the office recall & emergency coordinator was notified of the actions taken on 02/19/2008. Further investigation is pending.